Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure the pacing lead exhibited high thresholds and poor sensing. The pacing lead was at tempted in multiple positions. The pacing lead was subsequently not used and a replacement lead was implanted. No patient complications have been reported as a result of this event.